Event description:
Based on patient's worsening symptoms and current studies, it is clear that his prosthetic valve is beginning to fail and he needs an aortic valve replacement to correct the problem. Explant of stenotic bioprosthetic aortic valve. The aorta was opened and the aortic valve was inspected. It was characterized by stenosis and prosthetic valve degeneration.